Event description:
It was reported that the external pulse generator (epg) which was returned for service subsequently tested out of specification during manufacturer's assessment.

Manufacturer narrative:
It was reported that the external pulse generator (epg) which was returned for service subsequently tested out of specification during manufacturer's assessment. The epg failed the incoming automated test system, the printed circuit board (pcb) is defective. The liquid crystal display (lcd) is bleeding. It was not possible to read all the settings, as the rate segments are damaged. The epg was returned to the customer unrepaired as per request. The epg was returned with a do not use this device notice. If information is provided in the future, a supplemental report will be issued.